Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information indicated that the reported dyspraxia was a symptom of a stroke.

Manufacturer narrative:
(B)(4). The reported patient effects of bradycardia, stroke, neurological event and seizures are known observed and potential adverse events as listed in the xact electronic instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Stroke may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse events associated with the use of the product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Manufacturer narrative:
(B)(4). A neurological event may occur during this type of procedure and is listed in the xact instructions for use as a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, could not be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that during post dilation with a viatrac balloon, the patient experienced a seizure when his heart rhythm slowed and went to asystole for a couple of seconds. The patient recovered after treatment with saline and neo-synephrine. At the patient's 30 day follow-up, the previously reported dyspraxia was noted to have been resolved.

Event description:
It was reported that one day post xact stenting procedure in the mildly calcified right internal carotid artery, the patient experienced mild dyspraxia and received occupational therapy. The condition was reported as improved, but continuing and the patient was discharged to home two days post procedure. No additional information was provided.